Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. An open r781 is consistent with a patient receiving external defibrillations while wearing the lifevest. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 1/29/2018, electrode belt: 8/18/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at home with his wife present at the time of passing. It was reported that the patient was very weak, and lost consciousness. Ems was reportedly called during the event. Review of the patient's download data revealed that prior to passing, the patient was appropriately treated by the lifevest. Review of the download data revealed that at 16:00:48, the lifevest detected an arrhythmia with response button use. The patient's rhythm at this time was ventricular tachycardia (vt) at 180 bpm with motion artifact. It was reported that the patient's wife was pressing the response buttons. From 16:01:03 to 16:06:16, the response buttons were pressed while the patient's rhythm remained vt at 180 bpm with motion artifact. The response button usage prevented the lifevest from delivering a treatment during this time. At 16:07:01, the lifevest delivered an appropriate treatment. The patient's rhythm at the time of the treatment was vt at 180 bpm with motion artifact. The post-shock rhythm was asystole for 5 seconds transitioning to an idioventricular rhythm at 90 bpm slowing to an idioventricular rhythm at 40 bpm with CPR and motion artifact. Per the patient's continuous ECG recordings, at 16:09:06, the patient's rhythm transitioned to vf with motion artifact. A non-lifevest defibrillation was delivered to the patient at 16:09:47. The patient's rhythm at the time of the non-lifevest treatment was vf, and the post-shock rhythm was obscured by CPR and motion artifact. Per the patient's continuous ECG recordings, vf becomes visible at 16:10:49. A second non-lifevest defibrillation was delivered at 16:13:19. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was an idioventricular rhythm at 80 bpm. The patient's rhythm slowed to 15 bpm at 16:14:19. At 16:15:49 the patient's rhythm became vt at 280 the vt self-terminated at 16:16:42. At 16:17:3 the patient's rhythm was vf. A third non-lifevest defibrillation was delivered at 16:18:03 the patient's rhythm at the time of non-lifevest treatment delivery was vf, and the post-shock rhythm was vt at 180 bpm. The vt self-terminated into svt at 110 bpm at 16:18:54. At 16:20:01, vt at 180 bpm is seen on the patient's ecgs. A fourth non-lifevest defibrillation was delivered at 16:20:29. The patient's rhythm at the time of treatment delivery was vt at 300 bpm, the post-shock rhythm was vt at 240 bpm. A fifth non-lifevest defibrillation was delivered at 16:22:53. The patient's rhythm at the time of the treatment was vt at 240 bpm, the patient's post-shock rhythm was idioventricular rhythm at 60 bpm. CPR/motion artifact obscured both ECG channels stating at 16:27:31 although bradycardia is intermittently visible during pauses in CPR. The last visible rhythm is bradycardia at 30 bpm. Falloff on all electrodes detected from 16:09:47 through the end of the recording. The falloff signal was lost on all electrodes after the first external defibrillation and did not return due to the loss of a driven ground signal, consistent with external defibrillations. When the falloff signal is lost the device is able to continue recording an ECG of the patient's heart rhythm, however the device is no longer able to treat the patient. There is no indication that a device malfunction caused or contributed to the patient's passing.